Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode. The local saless representative checked the device and found atrial undersensing. The arrythmia log book showed no events. The thresholds for both leads were good.